Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
About a month later the patient's nurse practitioner (np) reported that the patient had a laminectomy done for lead placement at the time of implant. The patient received anesthesia for this. Post procedure the patient developed nausea, vomiting and some retching. The doctor felt that was what caused the bleed. The bleed occurred 12 hours post implant. They did not feel it was device related. The patient did have sudden loss of rectal tone and no strength in legs. The patient was taken to surgery for evacuation of the hematoma and did recover fully from it. In regards to the statement "died for 10 minutes" the np had nothing in the patient's records regarding it, she would have to check the hospital records for the information.

Event description:
It was later reported that the patient had developed a blood clot in her spine and ¿I died for 10 mins¿ when the spinal cord stimulation (scs) was put in and that was why it was removed. The doctor ¿messed her up¿. During the scs implant her bladder was clipped ¿or did something and I went into a coma¿. In the recovery room the patient was not able to move her legs right after surgery. The patient could not urinate for 12 days and she had a catheter put in but nothing came out. The patient has 4 pins in her spine and they may have opened up. The pins were put in for her back pain in 2008 and she was still having pain in her back but from mid-back to her buttock was numb in that area. Reference manufacturer report # 2182207-2008-02245 for information previously reported. Any additional information will be submitted in this manufacturer report.